Manufacturer narrative:
A steris field service technician arrived onsite, inspected the sterilizer, and was unable to identify any issue with the unit. The pressure relief valve operated as designed. The technician replaced the hi-limit pressure switch, operating pressure switch, and a contactor on unit. The technician tested the unit and confirmed it to be operating according to specification. The technician believes a contactor required replacement due to the age of the unit subject of the reported event. No further issues have been reported. The unit was installed on 3/27/1986.

Event description:
The user facility reported their 20" eagle sterilizer's steam generator needed to be reset. The steam generator was reset but too much steam built up in the autoclave activating the steam pressure relief valve. No report of injury or procedural delay or cancellation. The fire alarm was not activated due to the reported event and no evacuations were conducted.